Event description:
Additional information was received from the patient. It was reported that the reason for call was patient (pt) reported that their implantable neurostimulator (ins) battery was not depleting as expected. Pt stated they woke up yesterday morning and noticed that their ins battery was 100% or 90% and that 90% should be much less overnight. Pt also stated that the controller was not registering the ins battery correctly. Pt mentioned that after recharging for over an hour, they woke up the this morning and found both the controller battery and the implant battery at 100%. Pt stated that they met in person with a rep last monday, (B)(6) 2026. During that visit, the rep did a lot of different things with the controller, but the pt could not tell what changes were made. At that time, it was working okay until saturday, march 14th 2026. When they got up on saturday, their ins battery hadn't gone down, for 2 days now. Pt mentioned they were currently recharging their ins. Agent had pt disconnect the recharger, reset the controller, blow air into the controller charging port and wipe the rtm pins. Pt stated they blew air into the controller charging port every morning. Pt confirmed no visible damage to the controller, recharger and battery pack. Agent had pt connect the recharger and start the ins recharge session. Pt stated seeing "poor recharge quality" message. Pt also stated they repositioned the paddle and tried again a couple of times. Pt then confirmed that the controller battery was 60% and the implant was 100% with recharging excellent. Agent had pt disconnect the recharger and unlock the controller. Pt again confirmed that the controller battery was at 60% and the implant battery was at 100%. Pt also confirmed that the group letter was highlighted in green. Agent had pt press the white stimulation button and select "stimulation on". Pt confirmed they felt the stimulation. Agent had pt adjust the intensity. The pt adjusted their intensity from 7.2 to 7.3. Pt stated that they did not change the intensity and were using the same intensity settings. The pt was advised to follow up with their hcp/rep to evaluate the ins status and programmed settings, if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). They reported that pt called back stating they think something was wrong. Pt stated the controller battery has gone down while charging the ins and was at 30% and wondered if this was good to keep for the day. Agent reviewed to continue to charge. Pt states their ac power box does get warm. Agent reviewed and sent request to repair for rtm. Pt was having trouble charging and drained the controller while charging.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating that the equipment was not working. Pt received a controller and recharger replacement recently, but when they charge the ins, the controller battery will go down but the ins battery level stays on 30% and this issue has been happening for several days. Pt stated that today they've been sitting for an hour charging the ins, the controller was at 80% and ins was still at 30% with good connection. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to set up an appointment with rep to further address the issue. See case history for device replacement. Pt called back and repeated previously documented information. Pt reported that they've been trying to charge this morning for over an hour, but the implant (ins) would not charge beyond 30%. Pt noted when they started charging, the controller battery was fully charged and it dropped to 60%, while the ins only stayed at 30%. Pt stated that it was also doing the same thing yesterday, noting that they were having difficulty to get a 30% charge. Agent had pt reset the controller, clean the port and pins. Pt confirmed no visible damage on the controller, battery pack and rec harger. Pt attempted to charge the ins and a poor recharge quality message continued to display despite multiple attempts of repositioning the paddle. Pt denied experiencing a fall, trauma or changes in weight. Pt mentioned they already follow up with their hcp an d met with their rep about a week or so. They tried to do some recharging, and the representative found no issues with the device, although charging was somewhat slow. Pt commented that the replacements they received were not new and were refurbished. Agent submitted a repair request to replace the recharger and explained that if the replacement did not resolve the issue, the patient would need to continue working with their hcp to address the issue.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated their implant battery was not decreasing from 100% for the past 4-5 nights. Pt described that they plug the controller in at night and then charge the implant every morning. Pt reported controller at 40% and implant at 100% with stimulation off. Agent had pt turn stimulation on; pt commented that this happens quite a bit and they always turned the stimulation back on but had forgotten to look for that this time. Agent attempted to clarify event date and patient just repeated that they have seen that before. Agent reviewed to monitor and implant battery should deplete at a normal level now that stimulation is turned back on. Pt mentioned previously documented information that they had been having trouble with the controller lately.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.